Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device coupling head was worn, the reverse trigger was sticking and the device failed the power test. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device internal components were covered in an unknown residue and corroded, the trigger components were corroded and the electronic control unit and electric motor had an older revision and needed updating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.